Event description:
It was reported that during reprocessing of the maryland bipolar forcep instrument, it was noted that the wire was frayed at the tip of the instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal clevis hub. No damage was found at the clevis. An additional observation not reported by site was that one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley shows no signs of arcing. An additional observation not reported by site was that the instrument's bipolar yaw pulley was broken and yaw pulley was missing a .199 x .046 piece opposite to the conductor break; which allowed the grip to move within the pulley and had a larger range of motion in yaw. Evidence not conclusive, but broken yaw pulley damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's distal pulley exhibited mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage found.